Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose o5 545 mg/dl with extreme drowsiness, vomiting and large ketones associated with an alleged site/set/cartridge issue. Reportedly, the patient was hospitalized and was treated with intravenous fluids and other treatment by a health care provider. During troubleshooting with customer technical support, it was reported that there were air bubbles noted in the cartridge when the patient went to change everything out. It was also noted that the basal rate was changed. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged air bubbles/leak issue.